Manufacturer narrative:
Additional narrative: a product investigation was performed. Visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. This complaint is confirmed. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. The reduction forceps with points narrow-ratchet 132mm (p/n (B)(4), lot# a7oa05), was returned with one of the forceps tips broken off. The broken fragment was returned with the complaint. The overall balance of the device, including the broken tip and ratcheting mechanism, looks in a good condition with some minor signs of wear which does not impact functionality. A material check or hardness check were not performed at cq as there is no indication that the material or hardness would have contributed to this complaint for this 12+ year old reusable instrument breaking. Relevant drawings were reviewed. The jaw has broken at the location of the first tooth. The diameter of the jaw feature at the location of the first tooth was measured for both the jaws. Both were measured within spec per relevant drawing. Hence no drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. Although a definitive root cause could not be determined, opposite force is applied to the forcep tips during bone reduction. It is likely that this complaint condition was due to excessive force (i.e. From dense bone) and/or consistent use and cumulative wear over the part's lifetime (approx. 12 years), causing material fatigue and breakage. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s height reported as (B)(6). Additional patient identifier: (B)(6). Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # 398.40, lot # lot a7oa05: manufacturing date: week 5 in 2005, the DHR is no longer available in (B)(4) due to the age of the instrument (over 12 years old). Therefore the exact date of manufacture is unknown. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial open reduction internal fixation(orif) of the left tibial plafond left ankle procedure performed on (B)(6) 2017, the tip of the reduction forceps broke off as the surgeon was clamping the fibula. One fragment was generated from the broken device. The fragment of the broken instrument was removed. Another forceps was used to complete the procedure. There was a one (1) minute surgical delay. The procedure was completed successfully with no additional medical intervention required. This report is for one (1) reduction forceps with points narrow-ratchet 132mm. This is report 1 of 1 for complaint (B)(4).